Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus found that the image wasn't displayed due to break of cable, and there was e311 error (scope communication error). The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that unexpected stress was applied to the cable and the cable unit broke down due to the handling of the user. That caused no image display and a scope communication error e311. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department of olympus. Service department of olympus checked the subject device and found that the reported phenomenon was duplicated due to the break of cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the customer that during an unspecified timing, no image was displayed. There was no report of patient injury associated with the event.